Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the colonovideoscope was used in a procedure where clip devices were deployed. The scope was reprocessed and used on another patient. When the scope was reprocessed again after another procedure, the clip and polyp was pushed out with a brush. There were no reports of patient [harm/involvement].

Manufacturer narrative:
Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor the field performance of this device.

Event description:
No additional information received from customer.